Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had a motor issue. Patient involvement was unknown.

Manufacturer narrative:
One device was received for evaluation. Visual and functional testing were able to duplicate the reported problem. The event history log was reviewed. The cause of the motor drive error was a broken plunger tube carriage, not being properly secured to the position potentiometer. The parts were replaced and then device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.